Event description:
It was reported that the patient was to have magnetic resonance imaging (MRI) of the lower back, which was unrelated to the device. It was noted that the pump was lying at an angle in the patient¿s body, and did not feel flat. The patient had continued back pain. An x-ray was to be performed to determine if the patient also had a stimulator. The pump system was being used to infuse an unknown drug. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).